Event description:
The right ventricular (rv) lead was explanted and replaced and returned partially in segments to the manufacturer where the return paperwork indicated that there were no performance issues with the lead. The lead subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead developed a breach due to a depression while in vivo. It was also noted that the distal conductor of the lead became extrinsically fractured due to a cut. Concomitant: 5076-45 lead implanted: 2008-(B)(6). (B)(4).